Manufacturer narrative:
Date sent to the FDA: 12/01/2020 a manufacturing record evaluation was performed for the finished device batch pmm784 and no non-conformances were identified. Additional h-6 component code: g07002- device not returned. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? - yes any adverse patient consequences and what medical/surgical intervention was performed to manage them? - no, no intervention. The following information was requested, but unavailable: what is the condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? Any adverse patient consequences and what medical/surgical intervention was performed to manage them? What is the condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total joint replacement procedure on (B)(6) 2020; and suture was used. During the procedure, the suture broke off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.